Event description:
It was reported that a minimum fill notification during the load sequence. During troubleshooting, it was discovered that the customer had not added sufficient insulin to the cartridge. However, the minimum fill notification persisted despite customer adding sufficient insulin into the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.